Event description:
The customer stated that he was experiencing high blood glucose. The customer's blood glucose reading was 202 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. During the initial high pressure test, the insulin pump alarmed motor error. When the high pressure test was repeated, the insulin pump failed the test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.